Manufacturer narrative:
The second agility wire was confirmed to be bent and kinked at the tip with stretched coil wires, coating damage and a bend at 4.5 inches from the distal end. The spring section was found overstretched in the midpoint, but the wire is not broken and all joints are intact. It is possible that the coils were overstretched during the re-shaping of the distal tip prior to use. The overstretching of the gw could have been the cause of the torquing difficulty encountered with both gws. The IFU warns that special care should be taken when shaping the gw tip in order to prevent damage. The DHR review was completed and no defects related to this complaint were found. The reported complaint does not appear to be manufacturing related, and may to be related to procedural factors. Complaints of this type will continue to be monitored for trending purposes and to determine if action is necessary. This is the first of two products used during the same procedure on the same pt, which is associated with mfg report #1058196-2007-00061 and 1058196-2007-00093.

Event description:
After experiencing poor torque response with an agility guidewire (gw), the device fractured and separated. Poor torque response with encountered with a second agility wire. The products were being used for the treatment of a basilar tip artery. After reshaping, the first gw was inserted into the unknown prowler microcatheter (mc) and inserted into the guide catheter (gc) that was positioned in the parent artery. There was no resistance inserting the gw into the mc or resistance maneuvering through the mc. The gw was advanced out of the mc with the distal end in the vessel when the event occurred. Typically and in this event, it is believed to be the case, after introducing 3-4 cm of the distal end of wire out of the mc, the wire is purposely prolapsed/looped to prevent if from super-selecting an unintended take-off vessel. It was at this time when attempting to torque the agility wire, that there was no response. The torquing was continued and then it was noted that the wire fractured and separated. Fluoroscopy was being used during this event. The area that was fractured was within the mc. The mc and gw (in it's entirety) were removed as a unit from the pt. The same prowler mc and a new agility wire were inserted and as soon as the torque response was noted to be abnormal, the wire was removed intact. The same mc was used with another agility wire from a different lot without any problems.